Manufacturer narrative:
(B)(4). MFR reports #2245578-2011-00162, #2245578-2011-00171, through #2245578-2011-00183, #2245578-2011-00192, #2245578-2011-00193 and #2245578-2011-00197 through #2245578-2011-00201 are from a single user site. The internal investigation is in progress; no overall trends have been identified in product lot(s) used. The issues appear to be isolated to specific sites. The site has initiated use of a tube rocking platform to ensure the blood sample is mixed well (as recommended in product labeling) which the site reports has reduced the rate of occurrence of the issue.

Event description:
On (B)(6) 2011, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded discrepant result of 0.15 ng/ml on a pt. I-stat results (ng/ml): (B)(6) 2011 23/06 initial collection; (B)(6) 2011 23:26 initial testing with result of 0.15; (B)(6) 2011 00:07 90 minute collection; (B)(6) 2011 na 90 minute testing with result of 0.04. No repeat testing performed on the I-stat. Lab test performed on (B)(6) 2011 at 04:35: 0.201. The suspected discrepant results were released to the physician or caregiver. Based on the info available at the time, there were no injuries associated with this event.